Manufacturer narrative:
The evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. The root cause of this complaint cannot be identified, since the device was not returned. This info was not identified during the investigation.

Event description:
The pt contacted (B)(4) regarding a product complaint associated with the ez breathe atomizer on (B)(6) 2013. The pt reported that the atomizer failed to produce an aerosol mist to alleviate the symptoms of his respiratory distress. The pt added that he required medical treatment at the emergency room. The pt demanded that (B)(4) should not contact him concerning the investigation; therefore, no attempts were made to contact the pt.